Event description:
The fe reported that the system was unable to perform fluoroscopy. This issue will cause the system to be unusable due to the inability to see the live image. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. A replacement interconnect cable was sent to the customer. The customer replaced the interconnect cable. The system was found to be working as intended. The system was put back into service.